Event description:
The pt received her scs system consisting of an ipg and percutaneous lead on (B)(6)2006. It was reported that the pt fell which resulted in the percutaneous leads being replaced with a paddle lead. During the replacement procedure, it was found that the locking mechanism within the ipg would not function so the new lead could not be placed in the ipg. The ipg was explanted and replaced. The explanted ipg was returned to ans for analysis.

Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Ipg passes lead-pull test and all functional testing. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.